Manufacturer narrative:
The calibration was last performed on (B)(6) 2024 and it was acceptable. The qc recovery was within the customer's established ranges. There was no indication of a performance issue of the reagent. The alarm trace did not show any abnormality on the date of the event. According to the tube manufacturer's guidelines. The centrifugation time of the patient sample (3 minutes) may be too short and the speed (6000 rpm) too high. The field service engineer did not find any specific cause of the event. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The na electrode expiration date was not provided. The cobas c501 serial number was (B)(6). The field service engineer performed preventive maintenance on the instrument. He performed an ise check and precision studies and they were within specifications. He then performed a cell blank and verified the rinse levels and the pump pressures. He also verified that the instrument was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 2 patients' plasma samples tested on a cobas 6000 c501 analyzer. Results for the sodium (na) test were affected. Sample 1 (patient 1): initial result: 167 mmol/l (accompanied by a data flag). Repeat result: 141 mmol/l. Sample 2 (patient 2): on (B)(6) 2024: initial result: 150 mmol/l. On (B)(6) 2024: repeat result: 139 mmol/l. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.

Manufacturer narrative:
Correction related to sample 2: 1st repeat result: 140 mmol/l (as verbally stated by the customer) instead of 139 mmol/l. Reportedly, an amended report with the correct result of 140 mmol/l was issued. The sample was then repeated on a different c501 module at the customer's site and the 2nd repeat result was 139 mmol/l. Since both the 1st and the 2nd repeat results were close in value, the customer kept the 1st repeat result of 140 mmol/l as the correct result.